Event description:
A pt experienced intermittent stimulation in the wrong location a few weeks following the implant procedure. Stimulation was felt in the buttock area instead of the back. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).